Manufacturer narrative:
The investigation determined that a lower than expected vitros ammonia (amon) result was obtained from a quality control (qc) fluid using vitros amon slide lot 1018-0250-3889 when in combination with a vitros 4600 chemistry system. Amon imprecision was observed using two different reagent lots of amon slides. A reagent lot issue can be ruled out as a contributing factor. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros amon reagent. Within run precision testing indicates the instrument is not performing as intended. A service order has been issued for an ortho field engineer to investigate and repair the instrument. The service is expected to return the instrument to expected operation. Incubator contamination or an instrument issue cannot be ruled out as a contributing factor.

Event description:
A customer obtained a lower than expected vitros ammonia (amon) result from a quality control (qc) fluid using vitros amon slide lot 1018-0250-3889 when in combination with a vitros 4600 chemistry system. Vitros liquid performance (lot e6164) results of 255.9 ug/dl compared to an expected result of 320.5 ug/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros amon result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).